Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor and blood glucose readings were not within an acceptable range. His sensor glucose reading was 306 mg/dl but his blood glucose level was 163 mg/dl. The insulin pump alarmed him of a high blood glucose level when he was not running high. He noticed bent cannulas on previous sensors. The product was returned. Nothing further to report.